Event description:
In surgery in 2009, infix struts got stuck in the infix endplate, and the sales rep could not remove them. Additional info received from the sales rep on 23 nov 2009: on event date, an obese man, with degenerative disc disease underwent a three level fusion on l3-s1. Before final locking of the infix structures and after fluoroscopy, the surgeon's choice was to put larger struts into the infix structure. He was not able to remove the struts without the endplate on two levels, so the four endplates were explanted also. There was an overall surgical delay of one hour. The surgeon was able to obtain final placement with the construct as indicated.

Manufacturer narrative:
Eval is pending upon completed investigation of the product. The surgeon associated with the event was trained on 14 sept 2009. An engineering eval consisted of performance testing of the device with relation to the user interface and surgical technique. The investigation concluded that failure to lock the construct is due to failure to distract and deviation from the suggested surgical technique.